Event description:
Patient had a adjustable gastric lap-band placed a few years ago. Recently, it was noted that the port would not hold pressure. The port was filled, and it was accessed with only a tiny amount returned. It is assumed that the port is leaking. Product information: lap-band vg 11.0, lap-band aps, and lap-band apl access port bib. The surgeon removed the malfunctioning port and replaced it with a new allergan lap-band port apl. There were no complications during the post-op period.